Event description:
Implant fracture

Manufacturer narrative:
Implants region 14 and 26 fractured. Construction was a removable denture placed on 6 implants. Patient suffered from perii-mplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 18 years in situ.

Event description:
Implant fracture.